Event description:
A user facility reported to olympus that upper scopes would not "register" when used with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 3 due to multiple events and devices reported.

Manufacturer narrative:
The suspect device was returned to olympus. An evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that a contact failure occurred, and the indicated phenomenon happened. However, the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.